Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (myocardial infarction).

Event description:
During index procedure, the patient had 2 endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid rca. The following day, the patient suffered an mi. It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study device. (Ref MFR # 2953200-2010-02304).